Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The actuator knob was observed to function normally via return device analysis. Additionally, the returned device analysis observed deformation due to compressive stress on actuator mandrel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and reported difficult actuator knob retraction appears to be due to the user perception. Additionally, the observed deformation due to compressive stress on actuator mandrel appears to be due procedural condition. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 1562 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report actuator knob detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted heart failure and large left ventricle. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However,upon deployment, the actuator was being turned when it became detached from the delivery catheter handle. The clip remained stable on the leaflets. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.